Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 11 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2018, a slight stiffness of the driveline was observed between the exit site and the modular cable connector. When manipulating the driveline, it reportedly felt slightly ¿crunchy¿ beneath the silicon layer. There was no reported impact to pump function or to the patient. No additional information was provided.

Manufacturer narrative:
The report of stiffening along the percutaneous lead (driveline) was confirmed through a photograph that was provided by the customer. However, a specific cause for this change in flexibility could not conclusively be determined through this evaluation. The location of the defective area was not specified. The photo showed the pump cable from the exit site to the start of the in-line connector strain relief. The outer jacket was not discolored and appeared clean. There were two gradual bends with opposite concavities on the lead. There were no cuts or sutures along the lead. Based on the photo, the location of the stiffness could not be determined but appeared to be associated with the bends on the lead. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.